Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The unit was returned for failure analysis and the reported failure (getting error on erbe) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit displayed u-02 errors upon consecutive startups. Main screen not displaying adjustments. The unit failed instrument detection test. Upon visual inspection, the unit shows to have some minor scratches throughout the cover. No major dents identified.

Event description:
It was reported that during a da vinci-assisted urology surgical procedure, the integrated electrical surgical unit was getting error on erbe. Site moved the robot in and started using an monopolar curved scissors (mcs) instrument with no change with error c-01. The technical service engineer (tse) recommended installing a backup generator or changing out the vision tower. The site continued procedure with another vision tower. There was no reported injury.